Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Therapy date estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypersensitivity is listed in xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpines (3.0 x 38 and 3.5 x 18) are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure the patient underwent was to treat an unspecified coronary artery. Three xience alpine stents were implanted on (B)(6) 2017: 3.5 x 28 mm, 3.0 x 38 mm and 3.5 x 18 mm. Approximately 2-3 days post stenting procedure, the patient began experiencing hives, rashes, itching and bruising (from scratching) all over her body and was re-hospitalized on (B)(6) 2017 due to her symptoms. The patient was released from the hospital on (B)(6) 2017. She has seen 4 specialists (cardiologist, internist, dermatologist and allergist), and it was thought that the adverse reaction is likely due to the drug (everolimus) on these stents. The patient has no medical history of allergies. She underwent a stenting procedure approximately 8 years ago, with implantation of one stent; the patient did not experience any adverse effects afterwards. The dosage of her medications have been increased. She was prescribed epifoam and vistaril, as well as prednisone. Her physician originally prescribed plavix; this was changed to brilinta. The brilinta was then changed to effient, which continues. Before the three xience alpine implants, the patient was taking baby aspirin but this was discontinued after the procedure. There was no adverse patient sequela reported. No additional information was provided.